Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient the patient had a loss of stimulation from their implantable neurostimulator (ins) following a fall on (B)(6) 2016. It was noted that the patient had not been feeling the stimulation for ¿the last 2-3 days or so¿. The consumer synchronized the programmer to the ins and saw a low ins battery. They were directed to connect to the ins with the recharger but kept getting a reposition antenna screen which they just started seeing this on the day of report. The reporter did not think the ins had moved or flipped. It was recommended that the patient see their healthcare professional (hcp). Additional information received on dec. 9, 2016 from the hcp reported that the patient was in the emergency room and the manufacturer¿s representative was unable to come to the hospital to perform a physician mode recharge (pmr) procedure for a suspected overdischarge (od) on the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.